Event description:
Customer hospitalized for high bgs. It was stated that they woke up vomiting and very thirsty on sunday morning. Also they had a stomach pain and their heart was beating very fast. Additionally customer stated that bgs were fine while they were in the hosp, but after they were released bgs started to rise up. Truobleshooting was performed. Device passed all tests.